Event description:
Manufacturer's representative reported several motor stalls and, recoveries are documented in the event logs of the implanted infusion system. The patient and family reported the patient had "an unrelated surgery" approximately 1 month ago and the pump has been intermittently alarming ever since. A recent pump roller study showed no evidence of a motor stall, and the last reservoir refill was the end of at the end of the year, and the expected reservoir volume and the actual reservoir volume were appropriately accurate. The patient is being treated with oral pain medication, and reports no pain. The physician is planning on replacing the infusion pump due to the "inconsistencies". A follow up report will be sent when new information is received.